Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia for approximately two hours, with the pump displaying high and a confirmatory fingerstick of 428 mg/dl after a recent supply and infusion set change, and no leaks were observed. Symptoms included hyperglycemia. Outcomes included the need for additional monitoring and potential site replacement if glucose did not decline. Investigation included troubleshooting and user education regarding verification of glucose by fingerstick, continued automated correction, and consideration of a repeat site change if no improvement occurred within two hours. Investigation of this case revealed no device alarms and no evidence of leakage at the infusion site, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.